Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer in the (B)(6) of patient made mistake/ touch contamination, bowel leak, and peritonitis in a female patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported: on unreported dates, the homechoice patient (hp) made a use error-touch contamination (the details of the use error and associated product were not reported) and experienced a bowel leak. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. On (B)(6) 2012 additional information was received from the peritoneal dialysis registered nurse (pdrn). The hp was still in the hospital and the treatment was unknown. The patient had not been retrained on aseptic technique. The pdrn stated that the bowel leak was not related to any of the baxter pd solutions or devices. The hp had not yet recovered from this event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Since the product code and lot number were unknown, no batch review was able to be performed. Based on the information obtained during baxter's investigation, this incident was confirmed and was determined to be caused by use error - breach in aseptic technique. The label review found the labeling adequate for the use error identified in this complaint.